Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.

Event description:
This customer reported that when the defibrillator's data card was full, it defaulted to AED mode. When the user cleared the data card, then restarted the defibrillator, it displayed a configuration lost message. There was no report of pt involvement.